Event description:
Device was used during an unspecified procedure. Instrument could not be removed from the tissue after firing. Surgeon resected tissue and manually sutured to complete the procedure. Hosp has reported that the pt's condition is satisfactory.